Event description:
The abutment will not fit into tru digital analog zv4-dla. Same lot# products are fine. 1) it's an zv4-dla digital lab. Assembly defect case, and the result of the returned product shows that it's not suitable assembly-wise and appearance-wise, but suitable dimension-wise. 2) the inner connection (hex) of sample dl1 was crushed.